Manufacturer narrative:
Result of investigation:the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. Vela ventilator unit was powered in service mode; the event log shows multiples xdcr faults for pt801 (exhalation pressure transducer) and pt802 (exhalation flow transducer). The reported complaint was confirmed and duplicated. This is a known issue which can be referenced with CAPA ca-2017-0206 and CAPA-000000281.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator has transducer fault alarm. There was no patient involvement associated from this event.